Event description:
It was reported the patient did not recharge as recommended. In turn, the ipg could not communicate with external devices. As a result, the patient had their ipg explanted and replaced. Issue resolved.